Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and red x on the display. The customer¿s blood glucose value was 134 mg/dl. Customer assisted with troubleshooting and reported that the display was cracked of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Critical pump error alarm not confirmed. Pump received with scratched lcd window and case. Scratches do not impede visibility of screen. Device received with cracked belt clip rail case corner. (B)(4).